Event description:
It was reported that a patient had a non-rechargeable stimulator placed in (B)(6) 2012 and that "did not work" because the patient was "too small". The patient had a rechargeable stimulator placed in (B)(6) 2012. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).